Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305197, lot # 4158696. Verbatim: rcc received a complaint via email. Email(s) attached. The pharmacy team here orders a bd needle and found that some needles have had this white powder coating and needle mis matched. 1. Can you please provide an exact date of event in this format mm-dd-yyyy? December 31, 2024. 2. Please share the material & lot number associated with reported issue ¿ bd precision glide needle 16g lot 4158696. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None. 4. Any physical sample available for investigation? If yes, please provide the address of the facility for us to ship the return label? Yes ¿ (B)(6). 5. As you mentioned 'needle mis matched', we observed from the picture that the needle was missing from the package. Could you please confirm if the missing needle is the issue you are reporting? One needle was missing, and 2 needles were found with a white substance on them. One was discarded, one is available for inspection.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported some needles have a white powder coating and some have the needle missing. To aid in the investigation, five hundred twenty-seven samples in sealed packaging blisters and one photo was received for evaluation by our quality team. A visual inspection was performed. One packaging blister has the plastic shield but is missing the needle assembly. Another packaging blister has a needle assembly with an epoxy drip over on the needle hub. The photo provided shows some of the samples received. These defects could occur during the assembly process. The epoxy drip over if there was a jam at the cannulator and the needle missing if the needle was not assembled to the plastic shield. A device history record review was completed for provided material number 305197, lots 4158696 and 4159416. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.